Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. The unit is placed on extended test/run-in. No root cause has been determined at this time, since the investigation is still ongoing

Event description:
The customer reported that the ltv (lap top ventilator) 1000 ventilator shut off while in patient use. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.